Event description:
User experienced a leak coming from the analyzer. No one was injured, and no patient samples were involved. The field service representative determined the cause to be the f4 filter had broken off at the connector, and replaced filter f4. Performance tests were performed.